Event description:
It was reported that medfusion 4000 system failure when powered up. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the top case chipped and the bottom case cracked. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker for preventive measure. Updated software per procedure. Replaced motor assembly for motor rate error during testing. Replaced chipped top case. Replaced cracked bottom case. Replaced clutch half's left and right with leadscrew and spring as a preventative measure. Replaced cracked right plunger case along with all the other plastic parts of the plunger head. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.